Event description:
It was reported that during central processing, the 8mm permanent cautery spatula instrument had broken wires.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm permanent cautery spatula instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken pieces were not returned with the instrument. Clevis does not show abrasions o scratches on the outer surface. Components adjacent to the broken clevis do not show damage. For clarification, no wires/cables were found broken during visual inspection as reported by the customer. The reported complaint refers to the broken distal clevis. The complaint was confirmed by failure analysis.